Event description:
It was reported that the battery voltage was showing as 2.62 volts. During testing, the voltage dropped to 2.57 volts which was eri (elective replacement indicator), but eri was not noted on the programmer. The technical consultant stated that save-to-disk analysis showed that the voltage was actually averaging around 2.97 volts and that telemetry on this particular device was showing a different voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.